Manufacturer narrative:
E1: patient information: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube was twisted event on (B)(6) 2024. The high blood glucose level was treated with 35 unit of insulin using syringe. No further information was available.